Event description:
A report was received stating the patient's precision system was explanted. No additional information is available.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.